Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, they have had issues with several infusion sets. Customer has been experiencing several high blood glucose and was taken to the emergency room. There also has been blood in the infusion set tubing. The insulin pump also has been alarming insulin flow block alarm. Customer's blood glucose during the alarms was 114 mg/dl. Customer's mother stated they had resolved the alarm be changing out the reservoir. Customer no longer has the product. The reservoir is not returning for analysis.